Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height and full height cubie drawers were keeps failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the random, intermittent pocket failed across multiple drawers. The field service engineer (fse) decided to install a remote power interface box to address the issue. The system was tested using the hardware test application, after which the main application was restarted and verified. All functions operated as expected. The system functioned after the field service engineer repaired the device.